Event description:
It was reported that the patient experienced overstimulation and dizziness. It was stated that the patient experienced dizziness that would "come and go" with or without the device on. It was later reported that the battery location was "bothersome." It was noted that the patient was instructed to turn the stimulation off, and was still experiencing residual stimulation. It was stated that there was pain, less than "50% therapy relief," joint pain, and overstimulation from the shoulders to the feet. The symptoms were reportedly located in the device pocket with overstimulation in "all" extremities and tenderness in the battery pocket. There was no injury and no adverse event. It was noted that the patient was reprogrammed. It was later reported that the patient felt stimulation sensation even though the device was verified as off on patient programmer. It was stated that the stimulation was off for "approximately 3 weeks" and still felt stimulation sensation in his legs and arms, particularly when he lied down. It was noted that the device was verified as off with the clinician programmer and the stimulation was turned down to 0 volts, but it "did not help stimulation sensation." The patient reportedly had neuropathy and the "discomfort with that intensifies" in his arms and legs when the stimulation is off. It was stated the patient did not experience this sensation during the trial and the sensation was worse in the evening. Less than a week later, it was reported that the patient felt the residual stimulation sensation "over his entire body." It was noted that prior to the implant, for two years the patient had a hard time keeping food down, lost weight, and became very thin. It was stated that there was "not enough information to determine what was going on." The patient reportedly was scheduled to meet with a neurosurgeon to discuss explanting options. It was noted that the patient felt stimulation in target area. It was stated that there was "nothing that showed any malfunction" of the implantable neurostimulator (ins). Additional information received reported that the device was explanted and replaced. It was stated that the device was replaced with another ins with extensions and the ins was "relocated" to the abdomen. It was noted that the reasons for removal were due to abnormal battery depletion and pain at device pocket site and undesired stimulation. There was no patient death, no patient injury, and the patient recovered without sequela. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n310571, implanted: (B)(6) 2012, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.